Event description:
A home patient's daughter contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/8 of their automated peritoneal dialysis therapy. Per the initial report, the home patient's "transfer set came disconnected from the patient's "transfer set came disconnected from the patient line" of the homechoice set. Baxter's technical service center assisted the home patient's daughter in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.